Manufacturer narrative:
The instrument was returned to intuitive surgical isi inc. For evaluation. Upon investigation, the ear of the distal clevis was cut to inspect arching. The instrument was found to have conductor wire broken at weld location and dislodged from monopolar yaw pulley. As a result of the broken conductor wire, the instrument was found to have thermal damage observed at the weld. This complaint is being reported due to the following conclusion: the broken conductor wire at the weld found during failure analysis suggests that unintended arcing occurred. While there was no reports of patient ham, adverse outcome or injury recurrence of reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon noted smokes coming out from the permanent cautery hook instrument when performing a dissecting surgical task. The customer concerned about a crack in the insulation and elected not to use the instrument. The procedure was completed as planned with no reported injury. On 02/27/2019 intuitive surgical, inc. (Isi) received the following additional information: the surgeon was performing a dissection when "smoking" was observed. The instrument did not collide with any other instrument in use and no arcing was observed. The instrument and the cannula were inspected prior to use.